Event description:
It was reported by the customer, during preparation for use for a therapeutic endoscopic ultrasound procedure, the scanner was not connecting appropriately because a clip inside was bent on the ultrasonic gastrovideoscope. The intended procedure was completed with another device with no surgical delay. No patient harm reported. During the evaluation of the device, it was there was a deep cut on the pink rubber of the ultrasound probe unit. This report is to capture the reportable malfunction of the deep cut on the pink rubber of the ultrasound probe unit noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The ultrasound connector/electrical connector had a damaged m-zif lock which caused an intermittent image. The instrument channel/forceps passage had leakage. The insertion tube, light guide tube, and ultrasound cord had a buckle. The control knob movement had play and was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 14-jan-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the deep cut on the probe unit likely occurred from stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.